Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic torn. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in the patients left eye (os) in (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.